Event description:
Additional information received noted fracture on the right atrial lead. The lead was capped and replaced on 10/19/2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead was noted with noise. The lead noise caused oversensing episodes. The lead was capped and replaced on 10/19/2020. The patient was stable.